Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate irrigation tubing set and when flushing was conducted, it was noticed that there was something like dust in the lumen of the tubing. The tubing was replaced to complete the procedure. No patient consequences were reported. Additional information was received indicating the material did not have movement; however, the material was confirmed to be inside the tubing. Pictures of the foreign material are not available. The foreign material found inside the tubing was assessed as a reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a smartablate¿ irrigation tubing set and when flushing was conducted, it was noticed that there was something like dust in the lumen of the tubing. The tubing was replaced to complete the procedure. No patient consequences were reported. Additional information was received indicating the material did not have movement; however, the material was confirmed to be inside the tubing. Pictures of the foreign material are not available. The foreign material found inside the tubing was assessed as a reportable malfunction. Product evaluation summary: upon receipt, the product was visually inspected and it was found in normal conditions. No foreign material was found in the tubing. Flow test performed and product passed all specification. No error or bubble found in tubing. Complaint was unable to be duplicated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.